Manufacturer narrative:
Sections with additional information as of 10-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 23-feb-2023 to ensure that the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. On (B)(6) 2023 customer had gone to the emergency room. The customer's blood glucose test result when at the ER was over 400mg/dl (undisclosed if fasting/non-fasting). The diagnosis was high blood glucose. The customer was not admitted to the hospital. Wife did not disclose the name of the new medication that was given to customer. Note 2: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). Wife is calling on behalf of the customer. During the call, a blood test was performed by the customer fasting and produced test result of 390 mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 07/27/2024 and open vial date is (B)(6) 2023. At the time of the call the customer reported symptoms of headache and numbness in his hands and feet. Wife had initially spoken with coordinator. When contacted by technician, wife advised to call back in 10 minutes as she is trying to take her husband's blood sugar and if she does not get it down, she will take him to the hospital. Technician was unable to contact wife at additional follow-up attempt.